Event description:
Removal difficulty. It was reported that "the metal tip of the infusion tube was left in the pt following removal." (B)(4).

Manufacturer narrative:
This product does not have a 510(k) number. The product has (B)(4). An analogous product sold in the us has 510(k) number k080865. Still under investigation. This was reported to pyng medical via a third party in the (B)(6). The only info provided to pyng medical, to date, is that this event occurred, the pt was a foreign national ((B)(6)) and that the third party was trying to retrieve the parts for return to pyng medical and obtain clearance for release of a video recording taken during the event. The complainant was contacted on the (B)(4), asking for return of the device and for specific details regarding the event. Pyng medical was told that the complainant was working on getting the requested info. The complainant was contacted again on the (B)(4), asking if they had received any further info regarding this event. They responded that they were still waiting on info. No further info has been received to date.